Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. The device remains implanted.

Event description:
Patient representative reported "capsular contracture, strong pain at implantation", "self-esteem shaken, embarrassment, worry, feelings of impotence, and a lot of indignation and humiliation with the new cut that ended up being very visible" and "informed that the patient experienced all the symptoms of a lymphoma such as an increase in the volume of the breast region, and accumulation of fluid around the prosthesis (seroma). The following event is not related to the device, "great sadness, depression". The device has been explanted.